Event description:
It was reported that the high impedance was found on the patient¿s vns device after performing system diagnostics. The physician referred the patient for x-rays. Follow up with the physician's office determined that the tablet used to performed the system diagnostics test had version 1.5 software installed. System diagnostics were later performed with a separate tablet with a previous software version and results were within normal limits. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No corrective action is needed as there is no new harm or risk established for the patient or user.

Manufacturer narrative:
Unique identifier (UDI) #; corrected data; initial MDR inadvertently listed wrong UDI#.